Manufacturer narrative:
Analysis of the AED's log files showed the previous battery had depleted, however the review did not identify a cause for the depleted battery pack. Although requested, the AED has not been returned and the cause of the complaint is not known. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.